Manufacturer narrative:
(B)(4).

Event description:
See MDR# 9680794-2014-00185 for the first kit used. It was reported the catheter was being placed into the pt's subclavian in the emergency department. A second kit was opened for a new dilator and again there was resistance. The dilator was removed and again the tip was found to be flared. They do not know if this caused a delay in treatment and there was no pt death or complications reported. The physician noted that he put a slight curve on the "finder needle", meaning that the wire and subsequently the dilator would have followed a curved path. His first thought was that on inserting the dilator, the wire had somehow buckled/kinked/angulated superficial to the vein, making it impossible to advance the dilator. However, he was able to very easily slide the wire in and out and there was no evidence of angulation of the wire after completion of the procedure.